Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8310635 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear white speck of foreign matter on the catheter tubing near the tip. Based off the visual inspection the engineer was able to verify the reported defect. The speck was determined to be a piece of plug shavings from the assembly process. A new equipment cleaning process has been implemented to reduce the exposure to foreign and non-foreign matter during the assembly process.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: per email: I have received a product complaint for a bd autoguard. Below is information that I have. Product bd autoguard 20ga, catalog # 382533 and lot # 8310635. Problem ¿ IV catheter with loose shavings on catheter. Department ¿ patient access center women¿s and children division.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: per email: I have received a product complaint for a bd autoguard. Below is information that I have. Product bd autoguard 20ga, catalog # 382533, lot # 8310635, problem ¿ IV catheter with loose shavings on catheter. Department ¿ patient access center women¿s and children division.